Event description:
Information was received regarding a cadd extension set. It was reported that the device was alarming with occlusion. This reportedly does not occur when the extension line is removed from the cassette or with other extension lines in the box. It is unknown if there was a patient involved.